Manufacturer narrative:
Exemption number e2016004. (B)(4). The dentist refused to provide information about the patient's weight.

Event description:
On july 13, 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a routine filling on a patient using the z95l handpiece (serial no.: cbh70161). During the procedure, the patient suddenly flinched, and the dentist found a white lesion (burn) roughly 9mm in diameter on the patient's buccal mucosa. The dentist removed the handpiece from the patient's mouth and felt that the head of the handpiece was hot to the touch. No treatment was administered for the burn. The dentist has followed up with the patient and the patient is healing normally. No further medical attention required to treat the injury.

Manufacturer narrative:
The only way nakanishi identifies the manufacture date of nsk products is examining the device history record (DHR) based on the serial number. The serial number marked on the body of the returned device is (B)(4), which is not the original number assigned to the subject device in the manufacturing process. The marking records indicate that the body with the number, (B)(4) had been shipped as a repair part, therefore the original body must have been replaced with the new body (s/n (B)(4)) during the repairing process at (B)(4), after shipment. Nakanishi took the following actions to obtain the original serial number and the repair history, but did not receive the information. - on july 18, 2018, nakanishi sent an e-mail to the distributor requesting the information, but the information was not provided. - on august 1, 2018, nakanishi sent another e-mail to the distributor for the information, but did not receive the information. Therefore, nakanishi could not identify the manufacture date. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c180713-04]. These activities are described in more detail below. Methodology used: nakanishi could not examine the DHR and the repair history for the subject z95l device since the serial number at the time of shipment was unknown. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 17 seconds after the start are as follows: - test point (1): 64.2 degrees c, - test point (2): 84.8 degrees c, - test point (3): 38.1 degrees c, - test point (4): 33.3 degrees c. The rise in temperature was so sudden that the test was concluded 17 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining part) on the cartridge's rear side was broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Nakanishi then replaced the broken bearing with a new bearing and measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second-test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the broken bearing had been replaced. - test point (1): 41.5 degrees c. - test point (2): 44.0 degrees c. - test point (3): 40.0 degrees c. - test point (4): 38.9 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.